Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the test strips involved in this case have passed all testing and the complaint was not confirmed. During evaluation, a secondary issue was found in that the returned test strips failed control solution testing high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving a message indicating "low glucose" during testing. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.